Event description:
It was reported frequent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer didn't provide further information about events or dates and declined further questions, therefore no additional information was obtained.